Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump experienced electrostatic discharge. The customer removed the batteries and cap and set the insulin pump for 24 hours. The customer also had buttons that were unresponsive. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. No further details were provided.